Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: none. It's reported that a perforation, which was caused by a bmw universal guide wire, was treated using another company's stent. The pt was stable after the stent was placed. No add'l event or pt info is available.

Manufacturer narrative:
.